Event description:
The user facility reported that the user went to deploy the involved angio-seal device and was not happy with the blood flow return, through the arteriotomy locator. It was decided to not take a risk on deployment and discarded the product. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received 17 aug 2023: manual compression was used for hemostasis. Additional information was received 18 aug 2023: the procedure performed for the patient prior to the attempted use of the opened angio-seal device for closure was a peripheral leg angioplasty. There was slight difficulty with insertion of the catheter. There was no blood loss. A pre deployment angiogram was performed. The patient condition was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular and endovascular surgeon. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the free flow of blood for flash back. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).